Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'intermittent sound / occlusion alarms don¿t always sound' was confirmed/reproduced during service by troubleshooting the device, and/or assignable cause was found. Evaluation observed failing rear case assembly which may result in no/intermittent audio. The cause was determined to be a failing rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an intermittent sound and occlusion alarms does not always sound, randomly looses sound even when just navigating through menu. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: remove h6 device code 1014 which was added in error.